Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular tachycardia (vt) episodes they physician reported that the implantable pulse generator (ipg) exhibited "no sensed atrial events and no atrial pacing." The ipg remains in use. No patient complications have been reported as a result of this event.